Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Manufacturer narrative:
Analysis found that the device image was corrupted due to the unsuccessful download attempt in the field.

Event description:
It was reported that the cardiac monitor exhibited backup vvi operation.